Event description:
Retrievable inferior vena cava (ivc) filter was explanted, and at time of procedure, a separation of one of the arms of the filter was noted. Upon further imaging, the filter arm fragment appeared to be adhered to the caval wall. It was determined that retrieval would be difficult and without significant benefit. No future sequela is anticipated and the plan of care is to complete serial imaging to monitor for fragment migration.